Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a series of alarms throughout the day. The insulin pump alarmed power error detected. The customer also had issues with the batteries. They kept receiving failed battery alarms. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
According to the power management graph, the detailed trace analysis confirmed that there were no unexpected pump error 25 alarms or triggered. The backup battery unloaded voltage was not less than 3.7 volts for 240 consecutive minutes and the loaded voltage was not less than 3.5 volts for 4 consecutive hours. The pump was received with normal sleep currents. The low battery alarm functioned properly. No unexpected power loss alarm, replace battery now alarm, failed battery alarm or battery failed message were noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.